Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00494. It was reported that the patient lost therapy due to high impedance on both leads. Further investigation found that the leads might also be fractured due to multiple patient falls. As a result, the system was explanted and replaced to address the issue.